Event description:
It was reported that the patient was experiencing ¿pounding and beating¿ on the bone in her butt area and it was really sore there on the right side. The patient stated that this had been going on for ¿about three weeks¿ and thought it had to be ¿moved or something.¿ the patient noted that she had an adjustment done by a trained person, where they pulled the sensation away from where it was because she was having diarrhea. The sensation was right in the patient¿s crotch and it was ¿back there now, she could not tell the difference between the two until she shut it off and went on one side and the other side.¿ the patient stated ¿now nothing was working¿ and she was wetting her pants every time she went to the bathroom. This had been going on for ¿three or four weeks¿ and the patient stated she would shut if off because it was not doing her any good when it was not located in the right spot. The patient had contacted her healthcare provider (hcp) and would continue to follow-up with the hcp. It was later reported that the patient had a shocking or jolting sensation from her stimulation for the past six weeks. It was noted that the patient thought her patient programmer was responsible for the shocking sensation and the patient changed her batteries a few days prior and noticed the shocking sensation. It was reported that the patient turned stimulation way down and did feel relief, and now she was urinating all over herself. The reporter stated that the patient went to her doctor one month or six weeks ago and her therapy was adjusted but the patient felt like it was moved back again. It was reported that the patient felt like stimulation was ¿beating on her bone¿ and overstimulation was happening in the patient¿s ¿butt bone.¿ it was noted that there was a problem with the patient programmer and the batteries seemed to be affecting the patient¿s implantable neurostimulator (ins). It was reported that when the patient changed the programmer batteries, her ins began shocking her. It was noted that the patient ¿noticed this connection¿ in the past two days. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was ezw. Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).